Event description:
Left ulnar plate broke. The original fracture required both left ulnar and left radius plates. Numerous screws were also used in the original surgery. Only the left ulnar plate was removed.